Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. Aging deterioration may have caused the defect because 6 years and 2 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was reproduced. The device automatically turned off due to a printed circuit board failure. There was a scratch on the screen. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by sorc, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the printed circuit board due to aged deterioration. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device automatically turned off during preparation for use. There was no report of patient injury associated with this event.